Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The air bubble detector (abd) cable connector was observed to have fractured solder connections. Mechanical agitation of a plugged in cable and ultrasonic air sensor was able to generate false air alarms. Solder was reflowed on the circuit board to ensure false alarms were solely caused by the fractured solder joints. After the solder connections were reflowed and mechanical agitation to the connector applied, no false alarms were able to be generated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4) evaluation is in progress, but not yet concluded. Per the field service representative (fsr), a loaner safety monitor is being sent to the customer. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, a connection in the board was bad on the safety monitor. The monitor kept setting off an alarm. There was no patient involvement.